Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose. The customer¿s blood glucose level was in 40 range mg/dl. The customer turned off auto mode because he had many lows. The customer treated low blood glucose value with carbohydrate intake. The insulin pump will not be returned for analysis.